Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that approximately a week ago their device settings were changed and since then they have a "jumping" feeling on the right hand side of their chest. It was also reported that they are experiencing shortness of breath. It was further reported that the issues related to the right atrial (ra) lead and that it was pulled back. The lead remains in use. No further patient complications have been reported as a result of this event.